Manufacturer narrative:
A review of manufacturing records and component records for this product lot indicate no nonconformances were identified for any components or device system. The device was returned to egs and evaluated. The metal component was confirmed to be the centering component of the retractor. A forensic analysis of the centering component weld indicated a weld was fully present and the weld exhibited cracking on the fracture surface. This is the second occurrence of a broken centering component weld out of approximately (B)(4) manufactured products. This failure mode is being monitored for future trending. This is being reported as medical intervention was required to remove the centering component to preclude permanent damage to a bodily structure.

Event description:
The physician reported the centering component of the retractor present in the patient's gastroesophageal junction tissue during the post-egd after a successful tif procedure. The physician used an endoscopic grasper through the working channel of the endoscope to retrieve the centering component. There was no patient injury associated with this incident.